Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0304660, medical device expiration date: 2021-10-31, device manufacture date: 2020-12-10, medical device lot #: 0304663, medical device expiration date: 2021-10-31, device manufacture date: 2020-12-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br device, the tube experienced air bubbles in the gel. This event occurred 16 times with lot 0304660. This event occurred 44 times with lot 0304663. The following information was provided by the initial reporter. The customer stated: tubes with bubbles in gel.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'gel bubble' with the incident lot was observed. However, it is acceptable to have one gel bubble of a certain size to meet bd specifications. The actual size of the bubble cannot be determined from the photo so the complaint is unconfirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br device, the tube experienced air bubbles in the gel. This event occurred 16 times with lot 0304660. This event occurred 44 times with lot 0304663. The following information was provided by the initial reporter. The customer stated: tubes with bubbles in gel.